Manufacturer narrative:
This report is submitted february 19, 2019.

Event description:
Per the clinic, the patient underwent surgery to explant the device (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is filed on march 18, 2019.